Manufacturer narrative:
D6; device returned with no lot identification. Instrument was returned empty and locked out, no performance tests could be performed. Product complaint analysis team has completed its investigation of device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, abcd)no; clip in jaw, abcd)no; clip stack pressure, abcd)good; clip staging, abcd)n/a; clip track location, abcd)good; condition of cartridge cover tabs, abd)sheared forward and total # clips remaining, a)0 b)0 c)0 d)0. Functional tests & results: anti-backup functional, abcd)n/a; clip form properly, abcd)n/a; clip feed properly, abcd)n/a; cycle applier, abcd)could not test and lockout functional, abcd)yes. Analysis conclusion: abcd) based upon inquiry info received and visual examination, no conclusion could be reached as to what may have caused reported incidents during surgery. Appliers were received empty and locked out. Abd)appliers had cartridge cover tabs sheared forward which is an indication of upward force. C) applier's feedbar was forward and was bonded to floor by excessive dried body fluids and tissue in cartridge assembly. No functional testing could be performed due to appliers being empty and locked out and no conclusion could be reached why reported "clips were falling off after they were applied" during surgery. Abcd)each instrument is evaluated during the assembly process to ensure that it functions properly. Applier body may become bowed if pressure is applied to front of shaft assembly and a torquing motion is applied to handles, which may cause body assembly to bow or flex open. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a coronary artery bypass graft the mcm20 clips were falling off after they were applied. The case was completed with the 4th mcm20. There was no consequence to the patient.